Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two ICD shocks related to episodes of ventricular tachycardia. The patient had ventricular tachycardia ablation. The patient had removal of sheath caused hematoma with decreased hemoglobin. Hematoma is stable but heparin was restarted and held. The patient's alanine aminotransferase (alt) and aspartate aminotransferase (ast) were greater than three times the upper normal limit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2021, the patient received 2 shocks from their implantable cardioverter-defibrillator (ICD) due to episodes of ventricular tachycardia (vt). The patient underwent a vt ablation on (B)(6) 2021. Removal of the sheath during this procedure caused a hematoma and the patient¿s hemoglobin (hgb) decreased. The hematoma was stable but heparin restart was held. No further treatment was provided at the time. The event was reportedly ongoing, but the patient remained in stable condition. On (B)(6) 2021, the patient¿s alanine aminotransferase (alt) and aspartate aminotransferase (ast) values were greater than 3 times the upper normal limit. No treatment was provided, and the patient¿s hepatic dysfunction reportedly resolved on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, cardiac arrhythmia, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28dec2020. No further information was provided. The manufacturer is closing the file on this event.